Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) tested ultrasonic mixing and did not obtain questionable results. The fse visually inspected the instrument and discovered a tube insert had been pierced and was stuck on the upper end of the main pipettor probe. The fse determined that use error was the cause of the stuck sample cup. This issue was not considered a definitive contributing cause to the event. The fse replaced the main pipettor probe and adjusted instrument ultrasonics. The fse verified the instrument repairs per established procedures and the results met published performance specifications. Samples ran around the time of the event were repeated after the fse repaired the main pipettor probe. No erroneous results were generated from repeat testing. A definitive root cause for this event has not been determined to date. (B)(4).

Event description:
The customer reported that on (B)(6) 2011 an erroneously low human chorionic gonadotropin (bhcg) result was generated on the access 2 immunoassay system for one patient. The initial erroneous result was reported out of the laboratory and was questioned by the physician. The sample was retested on the same instrument and generated additional erroneous low bhcg results. Patient treatment was altered because of the erroneously low bhcg results. Follow-up testing was ordered as it was believe the patient was pregnant. The patient underwent a rapid card test and an ultrasonography. Both tests confirmed that the patient was pregnant, and were considered valid. The sample was collected in a vacutainer gold top serum tube and was centrifuged prior to testing. The sample was not a full draw and was normal in appearance with no visible irregularities. The instrument bhcg quality control results recovered with in the customer's established ranges before and after the incident, and a system check prior to the event passed within instrument specifications.